Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results 277 mg/dl and 137 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 297 mg/dl and lo, which on the system indicates a result of less than 10 mg/dl, within 10 minutes. Caller reported another, separate comparison on the same system 237 mg/dl and lo, which on the system indicates a result of less than 10 mg/dl, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.